Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and metal poisoning ('heavy metal poisoning') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), rash ("rashes") with pigmentation disorder, dizziness ("dizzy"), fatigue ("tired"), arthralgia ("joint pain/hip pain/joint flare ups"), alcohol intolerance ("alcohol intolerance"), trichorrhexis ("hair used to be really long now it's really short due to breaking n falling out"), alopecia ("hair used to be really long now it's really short due to breaking n falling out") and nail growth abnormal ("nails dont grow"), was found to have weight decreased ("I do not have the weight gain- have lost over 17 pounds in month") and underwent tooth extraction ("all my teeth need to be removed"). The patient was treated with surgery (hysterctomy). Essure was removed. At the time of the report, the pelvic pain, rash, dizziness, fatigue and arthralgia was resolving and the metal poisoning, alcohol intolerance, weight decreased, tooth extraction, trichorrhexis, alopecia and nail growth abnormal outcome was unknown. The reporter considered alcohol intolerance, alopecia, arthralgia, dizziness, fatigue, metal poisoning, nail growth abnormal, pelvic pain, rash, tooth extraction, trichorrhexis and weight decreased to be related to essure. The reporter commented: all of her needed replaced. It slowed down since hysterectomy concerning the injuries reported in this case, the following one/ones were reported via social media: - nail growth abnormal, alopecia, trichorrhexis, tooth extraction, weight decreased, alcohol intolerance, metal poisoning. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received ¿ new events "heavy metal poisoning, alcohol intolerance, I have lost over 17 pounds in month, all my teeth need to be removed, hair used to be really long now it's really short due to breaking n falling out and nails don¿t grow" , new reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes") with pigmentation disorder, dizziness ("dizzy"), fatigue ("tired") and arthralgia ("joint pain/hip pain"). The patient was treated with surgery (she underwent hysterctomy). Essure was removed. At the time of the report, the pelvic pain, rash, dizziness, fatigue and arthralgia was resolving. The reporter considered arthralgia, dizziness, fatigue, pelvic pain and rash to be related to essure. The reporter commented: all of her needed replaced. It slowed down since hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes") with pigmentation disorder, dizziness ("dizzy"), fatigue ("tired") and arthralgia ("joint pain/hip pain"). The patient was treated with surgery (she underwent hysterectomy). Essure was removed. At the time of the report, the pelvic pain, rash, dizziness, fatigue and arthralgia was resolving. The reporter considered arthralgia, dizziness, fatigue, pelvic pain and rash to be related to essure. The reporter commented: all of her needed replaced. It slowed down since hysterectomy. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.